Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2019. The patient initially reported that a painful infection had developed at his sensor insertion site 7 days after the sensor had been inserted. After he removed the sensor, he saw a green pus bubble at the site. He said he had thoroughly cleaned the location with alcohol and followed all insertion protocols. Further contact was made with the patient by dexcom¿s medical safety on (B)(6) 2019. The patient stated he called his physician on (B)(6) 2019 and was referred to go to urgent care; he went there the same day. Urgent care evaluated the infection, cleaned and bandaged it, and prescribed amoxicillin for 7 days. At the time of the return call he stated that the wound had healed. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.